Event description:
During follow-up, an increase in threshold and a decrease in sensing was noted on the right ventricular lead. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported event of increase of threshold and decrease in sensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages that are consistent with procedural damage.